Event description:
A physician reported that a patient presented with severe generalized itching and rashes. The symptoms appeared within ten minutes after cytoscopy and lasted for one day. Patient was seen by an emergency department. Patient is now doing well.